Event description:
A pump malfunction was reported by the caller, but no significant events preceded the issue. There was no adverse impact on the customer's blood glucose level. The malfunction code was identified as resettable, and technical support provided assistance to reset the pump successfully. The pump did not display the malfunction code again after the reset, and the customer was advised to continue using the pump and to call back if the issue recurred.